Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported material deformation was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no other complaints for the reported issue. Based on the information received and analysis of the returned device, the investigation determined that the reported difficulties appear to be related to operational context of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a stenosed lesion in the left anterior descending artery. The 3.0x18mm rx xience alpine stent delivery system (sds) was advanced into the patient anatomy however the stent was noted to be flared. The sds was removed and replaced with a non-abbott stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Return device analysis noted the guide wire exit notch was torn.